Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: herniamed registry extraction ethicon securestrap and securestrap open in elective laparoscopic unilateral inguinal hernia repair (1-year follow-up). Intraoperative complications: total: yes: ethicon - securestrap(n) 80 (%)1.7; ethicon - securestrap open(n) 1 (%)2.9; no: ethicon - securestrap(n)4735 (%)98.3; ethicon - securestrap open(n) 33 (%)97.1. Bleeding: yes: ethicon - securestrap(n) 49 (%)1.0; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4766 (%)99.0; ethicon - securestrap open(n) 34 (%)100. Organ injuries: yes: ethicon - securestrap(n) 48 (%)1.0; ethicon - securestrap open(n)1 (%)2.9; no: ethicon - securestrap(n) 4767 (%)99.0; ethicon - securestrap open(n) 33 (%)97.1. Vascular: yes: ethicon - securestrap(n) 20 (%)0.4; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4795 (%)99.6; ethicon - securestrap open(n) 34 (%)100. Bowel: yes: ethicon - securestrap(n) 7 (%)0.1; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4808 (%)99.9; ethicon - securestrap(n) 34 (%)100. Bladder: yes: ethicon - securestrap(n) 11 (%)0.2; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4804 (%)99.8; ethicon - securestrap(n) 34 (%)100. Nerve (inguinal): yes: ethicon - securestrap(n) 0 (%)0; ethicon - securestrap open(n)0 (%)0; no; ethicon - securestrap(n) 4815 (%)100; ethicon - securestrap(n) 34 (%)100. Others: yes: ethicon - securestrap(n) 15 (%)0.3; ethicon - securestrap open(n) 1 (%)2.9. No: ethicon - securestrap(n) 4800 (%)99.7; ethicon - securestrap open(n) 33 (%)97.1. General complications: total: yes: ethicon - securestrap(n) 52 (%)1.1; ethicon - securestrap open(n)0 (%)0; no: ethicon - securestrap(n) 4763 (%)98.9; ethicon - securestrap open(n)34 (%)100. Fever: yes: ethicon - securestrap(n) 1 (%)<0.1; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4814 (%)>99.9; ethicon - securestrap open(n) 34 (%)100. Urinary tract infection: yes: ethicon - securestrap(n) 3 (%)<0.1; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4812 (%)>99.9; ethicon - securestrap open(n) 34 (%)100. Diarrhea: yes: ethicon - securestrap(n) 1 (%)<0.1; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4814 (%)>99.9; ethicon - securestrap open(n) 34 (%)100. Gastritis: yes: ethicon - securestrap(n) 0 (%)0; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4815 (%)100; ethicon - securestrap open(n) 34 (%)100. Thrombosis: yes: ethicon - securestrap(n) 1 (%)<0.1; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4814 (%)>99.9; ethicon - securestrap open(n) 34 (%)100. Pulmonary embolism: yes: ethicon - securestrap(n) 2 (%)<0.1; ethicon - securestrap open(n) 0 (%)0; no; ethicon - securestrap(n) 4813 (%)>99.9; ethicon - securestrap open(n)34 (%)100. Pleural effusion: yes: ethicon - securestrap(n) 2 (%)<0.1; ethicon - securestrap open(n) 0 (%)0. No: ethicon - securestrap(n) 4813 (%)>99.9; ethicon - securestrap open(n) 34 (%)100. Pneumonia: yes: ethicon - securestrap(n) 3 (%)<0.1; ethicon - securestrap open(n) 0 (%)0. No: ethicon - securestrap(n) 4812 (%)>99.9; ethicon - securestrap open(n) 34 (%)100. Copd: yes: ethicon - securestrap(n) 0 (%)0; ethicon - securestrap open(n) 0 (%)0; no; ethicon - securestrap(n) 4815 (%)100; ethicon - securestrap open(n) 34 (%)100. Cardiac insufficiency: yes: ethicon - securestrap(n) 0 (%)0; ethicon - securestrap open(n) 0 (%)0; no; ethicon - securestrap(n) 4815 (%)100; ethicon - securestrap open(n) 34 (%)100. Coronary heart disease: yes: ethicon - securestrap(n) 1 (%)<0.1; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4814 (%)>99.9; ethicon - securestrap open(n) 34 (%)100. Myocardial infarction: yes: ethicon - securestrap(n) 0 (%)0; ethicon - securestrap open(n) 0 (%)0; no; ethicon - securestrap(n) 4815 (%)100; ethicon - securestrap open(n) 34 (%)100. Renal insufficiency: yes: ethicon - securestrap(n) 1 (%)<0.1; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4814 (%)>99.9; ethicon - securestrap open(n) 34 (%)100. Hypertensive crisis: yes: ethicon - securestrap(n) 4 (%)<0.1; ethicon - securestrap open(n)0 (%)0; no: ethicon - securestrap(n) 4811 (%)>99.9; ethicon - securestrap open(n)34 (%)100. Patient deceased: yes: ethicon - securestrap(n) 0 (%)0; ethicon - securestrap open(n) 0 (%)0; no; ethicon - securestrap(n) 4815 (%)100; ethicon - securestrap open(n) 34 (%)100. Others: yes: ethicon - securestrap(n) 39 (%)0.8; ethicon - securestrap open(n)0 (%)0. No: ethicon - securestrap(n) 4776 (%)99.2; ethicon - securestrap open(n) 34 (%)100. Postoperative complications: total: yes: ethicon - securestrap(n) 97 (%)2.0; ethicon - securestrap open(n) 2 (%)5.9; no: ethicon - securestrap(n) 4718 (%)98.0; ethicon - securestrap open(n) 32 (%)94.1. Bleeding: yes: ethicon - securestrap(n) 43 (%)0.9; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4772 (%)99.1; ethicon - securestrap open(n) 34 (%)100. Seroma: yes; ethicon - securestrap(n) 38 (%)0.8; ethicon - securestrap open(n) 1 (%)2.9; no: ethicon - securestrap(n) 4777 (%)99.2; ethicon - securestrap open(n) 33 (%)97.1. Prolonged ileus or obstruction: yes ethicon - securestrap(n) 6 (%)0.1: ethicon - securestrap open(n) 0 (%)0; no; ethicon - securestrap(n) 4809 (%)99.9; ethicon - securestrap open(n) 34 (%)100. Bowel injury / anastomotic insufficiency: yes: ethicon - securestrap(n) 3 (%)<0.1; ethicon - securestrap open(n)0 (%)0; no: ethicon - securestrap(n) 4812 (%)99.9; ethicon - securestrap open(n) 34 (%)100. Wound healing disorder: yes: ethicon - securestrap(n) 9 (%)0.2; ethicon - securestrap open(n) 1 (%)2.9; no; ethicon - securestrap(n) 4806 (%)99.8; ethicon - securestrap(n) 33 (%)97.1. Infection: yes: ethicon - securestrap(n) 5 (%)0.1; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4810 (%)99.9; ethicon - securestrap open(n) 34 (%)100. Complication-related reoperations: yes: ethicon - securestrap(n) 36 (%)0.7; ethicon - securestrap open(n) 1 (%)2.9; no: ethicon - securestrap(n) 4779 (%)99.3; ethicon - securestrap open(n) 33 (%)97.1. Recurrence, pain and complications on 1-year follow-up: recurrence on 1-year follow-up: yes: ethicon - securestrap(n) 81 (%)1.7; ethicon - securestrap open(n) 2 (%)5.9; no ethicon - securestrap(n) 4734 (%)98.3; ethicon - securestrap(n) 32 (%)94.1. Pain on exertion on 1-year follow-up: yes: ethicon - securestrap(n) 503 (%)10.4; ethicon - securestrap open(n) 5 (%)14.7; no: ethicon - securestrap(n) 4312 (%)89.6; ethicon - securestrap open(n) 29 (%)85.3. Pain at rest on 1-year follow-up: yes: ethicon - securestrap(n) 256 (%)5.3; ethicon - securestrap open(n) 3 (%)8.8; no: ethicon - securestrap(n) 4559 (%)94.7; ethicon - securestrap open(n) 31 (%)91.2. Pain requiring treatment on 1-year follow-up: yes: ethicon - securestrap(n) 146 (%)3.0; ethicon - securestrap open(n) 4 (%)11.8; no: ethicon - securestrap(n) 4669 (%)97.0; ethicon - securestrap open(n) 30 (%)88.2. Trocar hernia on 1-year follow-up: yes: ethicon - securestrap(n) 10 (%)0.2; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4805 (%)99.8; ethicon - securestrap open(n) 34 (%)100. Secondary hemorrhage on 1-year follow-up: yes: ethicon - securestrap(n) 53 (%)1.1; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 4762 (%)98.9; ethicon - securestrap open(n) 34 (%)100. Seroma on 1-year follow-up: yes: ethicon - securestrap(n) 74 (%)1.5; ethicon - securestrap open(n) 0 (%)0; no: ethicon - securestrap(n) 741 (%)98.5; ethicon - securestrap open(n) 34 (%)100. Infection on 1-year follow-up: yes: ethicon - securestrap(n) 44 (%)0.9; ethicon - securestrap open(n) 1 (%)2.9; no: ethicon - securestrap(n) 4771 (%)99.1; ethicon - securestrap open(n) 33 (%)97.1. This is for ethicon inc. A copy of the clinical evaluation form is being submitted with this regulatory report.